Manufacturer narrative:
Upon further review, it was determined that section the associated field common device name were submitted erroneously. Please see this correction report for the appropriate documentation.

Manufacturer narrative:
The field was corrected to mru.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2016-aug-05 reported that the patient followed up with their healthcare provider (hcp) regarding the battery longevity issues. It was indicated that based on information given the device performed as expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported by a consumer reported manufacturer is marketing device in a misleading deceptive manner. The consumer also reported their concern about field miscommunication. The consumer also stated the clinic gave the expected battery life of 4-6 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that there was dissatisfaction with the implantable neurostimulator¿s (ins) battery longevity. It was stated that they felt the battery did not last as long as expected based on the information he was provided. It was later clarified that the patient was implanted in (B)(6) 2013 and the manufacturer representative (rep) told the patient and the patient¿s family that the battery life was expected to be 3 to 5 years. On (B)(6) 2016, the patient saw his health care provider (hcp) and it was discovered that the ins had discharged to the extent that the united needed to be replaced; the two inss were replaced with one rechargeable ins.

Manufacturer narrative:
A manufacturer engineer evaluated the settings and indicated that the initial battery life prediction provided to the patient was likely based on the initial settings and initial impedances. However, in the follow-up programming sessions over the next 2.4 years, the following occurred: amplitude was steadily increased from 3.5v to 4.6 (31% increase), the pulse width was increased from 90 to 150 usec (67% increase), the therapy impedance steadily decreased from 1896 ohms to 915 ohms (52% decrease). Because of the changes in settings, the expected battery longevity to eri went down from 4.46 years to 1.5 years. Because the changes were progressive over time, the actual longevity would be an averaged value between the two extremes, which is about 2 years and 4 months. From a purely technical standpoint, the changes in amplitude, pulse width and therapy impedance were the cause of the decrease in actual longevity relative to the initially predicted longevity.

Event description:
The manufacturer representative provided the ins settings between (B)(6) 2013 and (B)(6) 2016. Amplitude was steadily increased from 3.5v to 4.6 (31% increase), the pulse width was increased from 90 to 150 usec (67% increase), the therapy impedance steadily decreased from 1896 ohms to 915 ohms (52% decrease).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient was told that his implantable neurostimulator (ins) would last 3-5 years, but it depleted in less than 2.5 years. The patient decided to receive a rechargeable ins instead of a primary cell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.